Event description:
The consumer's daughter alleges the consumer fell while using the shower chair, cutting his head and requiring 7 staples.

Manufacturer narrative:
MFR received info indicating consumer fell while using the shower chair, cutting his head and requiring 7 staples. Product has not been returned for eval at this time, so it is unk if a malfunction occurred, or if other factors such as misuse or abuse, lack of maintenance or a user error may have caused or contributed to this incident. MDR filed based on injury.